Event description:
It is reported that the instrument was found with a broken tip in a wrapped tray during surgery.

Manufacturer narrative:
Evaluation summary: the instrument shows that the bolt tip is fractured. The fractured off portion of bolt is not returned. This instrument has a potential field age of approximately 1 year and 7 months. The frequency of use of this instrument is not known. There are many strike marks on the impaction surface along with the damage marks on the cylindrical shaft portion. It is unknown when the tip broke. Sem analysis was performed in a previous investigation for a similar part failure and it indicates that the fracture is caused by bending overload. One or a combination of the following factors may have contributed to the experience observed: use of this device without an adapter; insufficient thread engagement during impaction; off-axis impaction of the device coupled with sufficient or insufficient thread engagement. Given the information provided, a definitive cause for the event observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. Meets print specification where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.